Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and fallopian tube neoplasm ("tumor around fallopian tube") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included menstrual disorder nos (couple of years), frequent periods (since 2008) in 2008, parity 4 (summer of 2011 by cesarean section. She has had 3 normal spontaneous vaginal deliveries with her last delivery being a c-section.), cesarean section in july 2011, loop electrosurgical excision procedure in 2005 and ovarian cystectomy in 2005. Concurrent conditions included menses irregular since (B)(6) 2012, post coital bleeding since (B)(6) 2012, genital bleeding since (B)(6) 2012, dyspareunia since (B)(6) 2012, breast secretion female (in the fall of 2010) since (B)(6) 2012, weight gain since (B)(6) 2012, abdominal crampy pains since (B)(6) 2012, back pain since (B)(6) 2012, knee operation since (B)(6) 2012, wisdom teeth removal since (B)(6) 2012, uterine prolapse since (B)(6) 2012, post coital bleeding since (B)(6) 2012, bleeding breakthrough since (B)(6) 2012, neck pain since (B)(6) 2012, back pain (continued low back pain) since (B)(6) 2012, painful hips (patient identifies the lateral aspect of her thighs.) Since (B)(6) 2012, myofascial pain syndrome since (B)(6) 2012, breast tenderness since (B)(6) 2012, bloating since (B)(6) 2012, dysmenorrhoea since (B)(6) 2013, joint injury since (B)(6) 2013, fracture since (B)(6) 2013, metatarsalgia since (B)(6) 2013, calcaneofibular (ligament) ankle sprain (ankle/leg sprain/strain [calcaneofibular]) since (B)(6) 2013, ovarian torsion since (B)(6) 2013, ovarian cyst (she did have a large left ovarian cyst removed along 'with her ovary and fallopian tube a few weeks ago by physician.) Since (B)(6) 2013, abdominal discomfort since (B)(6) 2013, abdominal pain since (B)(6) 2013, left lower quadrant pain since (B)(6) 2013, abdominal operation since (B)(6) 2013, splenic injury (laparoscopy due to a splenic injury) since (B)(6) 2013, gun shot wound (laparoscopy to a gunshot wound) since (B)(6) 2013, endometriosis (laparoscopy to evaluate for endometriosis) since (B)(6) 2013, drug allergy (had a problem with bp after spinal) since (B)(6) 2013, abdominal operation since (B)(6) 2013, surgery since (B)(6) 2013, loop electrosurgical excision procedure ((laparoscopy,leep,)) since (B)(6) 2013, laparoscopy ((laparoscopy,leep,)) since (B)(6) 2013, orthopedic procedure ((orif left leg, knee surgery x2) since (B)(6) 2013, knee operation ((orif left leg, knee surgery x2) since (B)(6) 2013, hemorrhagic infarction since (B)(6) 2013, hemorrhagic cyst since (B)(6) 2013, endosalpingiosis since (B)(6) 2013, right lower quadrant pain (pain over the last couple of months.) Since (B)(6) 2013, bladder infection nos since (B)(6) 2013 and amenorrhoea since (B)(6) 2013. Concomitant products included oxycone (percocet) for pain as well as medroxyprogesterone acetate (provera), naproxen sodium (aleve) and sennoside a+b (senokot). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), fallopian tube neoplasm (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant,unilateral salpingo-oopherectomyone side removal of ovary,fallopiantube). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, fallopian tube neoplasm, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dyspareunia, fallopian tube neoplasm, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: procedure: exploratory laparotomy, left salpingo-oophorectomy. Findings: at the time of surgery, there is approximately an 8 to 10 cm simple left ovarian cyst that was torsed along with the fallopian tube. Both were completely discolored and nonviable even. Frozen section was performed, which was found to be benign. Diagnostic results: on (B)(6) 2011 she had a successful hsg confirming essure success. On (B)(6) 2012, past surgical history: I. Open reduction internal fixation of a left femur 2003. 2. Two left knee surgeries. 3. Leep 2005. 4. Cesarean section 7/2011. 5. Exploratory laparotomy 2003. Ruptured spleen after mva. 6. Essure 9/2011 7. Remove left ovarian cyst 2005. 8. Wisdom teeth on (B)(6) 2012, she says that this has been getting worse over the last year or so. She did have a cesarean section last year. She subsequently had an essure placed. She has not been on any hormone. She said her cycles have been irregular and actually she had gone recently for months without one and was just started on provera last week. On (B)(6) 2012, findings at the time of surgery: there was omentum adhesed to the right of midline along the lower abdominal wall up over the umbilicus and then above this there was extensive adhesive disease with what appeared to be bowel adhesed quite a bit superior to this. On (B)(6) 2012, she has had a negative urine but does not feel as though this is accurate. On (B)(6) 2013, physician did see her previously for a possible morton's neuroma versus metatarsalgia on her right foot. She grades her pain at approximately 4/10, dull and achy in nature, localized to the left ankle, and also the ball of the right foot, increased with activity and shoe wear and relieved with rest. She presents to me today for care of the aforementioned problems. On (B)(6) 2013, pathology report specimen type: left ovary and tube preoperative diagnosis: left ovarian cyst gross description: patient, left ovary and tube. Specimen consists of a hemorrhagic ovary which appears edematous and exhibits features of early hemorrhagic infarction. The ovary measures 8 cm in diameter. There is a dominant unilocular cyst which has been decompressed prior to receipt and appears to measure approximately 6 cm in maximum diameter. The internal aspect is smooth and there are no appellations. Multiple portions of the cyst wall are submitted for rozen section evaluation. The ovary and stroma otherwise show nothing of note. There is an attached tube which appears viable and includes fimbria. It measures 6 cm in length. There is a lipoma-like projection noted along the serosa which measures 1.2 cm in diameter (cassette 1). Frozen section diagnosis: left ovary and tube: torsed ovary with benign hemorrhagic cyst (gh) final pathologic diagnosis left ovary and fallopian tube, left salpingo-oophorectomy - benign ovary showing extensive congestion with early hemorrhagic infarction (clinical torsion) 6.0 cm benign hemorrhagic cyst of ovary ovarian serosa showing focal endosalpingiosis benign fallopian tube with fimbria 1.2 cm sub serosal lipoma of fallopian tube on same day, CT of the abdomen and pelvis without intravenous or oral contrast impression: 1.nine-centimeter low attenuation left adnexal mass is indeterminate. Further evaluation by pelvic ultrasound could be considered. 2.punctate non obstructing left renal stone. No hydro nephrosis or ureteral stone. Pelvic ultrasound technique: transabdominal and transvaginal pelvic ultrasound was performed. Impression: eight. Centimeter left ovarian cyst. Flow is seen in the adjacent ovarian tissue at this time. Follow-up with a gynecologist is suggested to consider cyst drainage given the large size which can possibly increase the risk for ovarian torsion. Alternatively, follow-up pelvic ultrasound could be considered to document resolution of this finding, to exclude the possibility of a developing cystic ovarian neoplasm. On 1(B)(6) 2013, reason for visit patient is seen today having not had menses for the last 2 months. On (B)(6) 2011, hysterosalpingogram (hsg), mark all that apply. Total bilateral occlusion xray/hysterosalpingogram, (B)(6) 2011 impression 1. Satisfactory micro-insert device placement bilaterally. 2. Category 1 tubal occlusion on the left and category 2 tubal occlusion on the right. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, pregnancy with contraceptive device and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Patient details, historical condition, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia) and dyspareunia (painful sexual intercourse) were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and fallopian tube neoplasm ("tumor around fallopian tube") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and fallopian tube neoplasm (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous and fallopian tube neoplasm outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube neoplasm, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.